Manufacturer narrative:
(B)(4). The customer indicated that the skin temperature probe was disposed of by the rn the day the incident occurred. Since the complaint device is not available for evaluation, carefusion could not validate the deficiency or perform further investigation into the reported issue. Since the lot number is known a review of the device history record (DHR) was performed. The DHR review did not identify any issues with the material or manufacturing process that would have contributed to the reported issue. Carefusion performed a detailed review of the complaint database over the last 2 years. There were no other complaints reported to carefusion for this device during this time period.

Event description:
Customer reported via medwatch report mw5063774 report: infant axillary temp was 104. A 1f at 1400 and tachypneic. Radiant warmer set at 36.5. Skin probe reading 36.1. Probe and neo-guard in good placement. Connections checked and changed out neo-guard. Probe read 36.1. New probe attached. Reading was 40.1c. Warmer temp setting decreased to 36.0c. Continued to closely monitor temp. Skin temp was 99.8 at 1459 and 98.6 at 1758.